Event description:
Same case as: 2134265-2009-00109. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occurred. The 80% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid left anterior descending (lad) artery and proximal diagonal (dx). The lesion was not predilated. The physician performed a kissing balloon technique, positioning the stent in third medial proximal position in the lad and in the proximal portion of the first dx using the "cullote technique". The physician deployed a 2.50x12mm liberte bare metal stent in the mid lad, inflating twice to 6-18 atm for 13-22 seconds. After deploying the stent, the physician deflated the balloon and tried to withdraw it, but resistance was felt. The stent delivery balloon was inflated and deflated and the balloon was able to be removed. Then he deployed another 2.50x12mm liberte bare metal stent in the proximal 1st dx, inflating twice to 18-22 atm for 13-22 seconds. Again after deploying the second stent, the physician deflated the balloon and tried to withdraw it, but resistance was felt. The stent delivery balloon was inflated and deflated and the balloon was able to be removed. No pt complications were reported. Pt status reported as "stable".